Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was not available. The customer stated that he had not had any issues with sensors nor infusion sets. Upon troubleshooting, the customer agreed to place a new sensor and monitor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.